Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.66 volts and the charge time was 21.681 seconds. There was a concern that the battery depleted earlier than expected. This device was explanted and returned for analysis. There was no adverse patient effects reported.